Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the longevity of this pacemaker was noted to only have two and a half years remaining. The pacemaker had only been implanted for three and a half years and the power consumption was noted to be at 158%. All other outputs are nominal. At this time there are no plans for any intervention as the patient will continue to be monitored. The pacemaker remains implanted and in service and there were no adverse patient effects reported.